Event description:
Customer reported receiving imprecise adc meter readings of 17.1 mmol/l and 3.2 mmol/l obtained within a ten-minute timeframe. When plotted on a parkes error grid, the results fell within the "c" zone showing the difference between the values is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.